Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-08541. It was reported the patient was not receiving adequate therapy, due to the patient experiencing a fall. In turn, an impedance check was performed, and it was determined that all contacts showed high impedance. As a result, the patients leads were explanted and replaced. Therapy was restored post-op.